Event description:
After waiting two months for surgery through charity care, the inguinal hernia became large enough that surgery became immediately necessary. The surgeon rushed the surgery, used a perfix plug and marlex mesh to repair the hernia. The next two yrs were filled with daily pain in the area of surgery until it was to the point where I couldn't function with it. After consulting half a dozen specialists, no one wanted to perform surgery to fix the situation, because they didn't want the responsibility of fixing another surgeon's mess. Finally I found dr (B)(6), based out of (B)(6). He had performed surgery to take out the plug, which was larger than a golf ball with scar tissue when removed. I still have many issues with the area, and have trouble performing sexually because of the tremendous discomfort that is still there.